Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device was received deployed with the exposed portion of the soft cannula stretched. The fluid path was tested and fluid was able to flow through the fluid path as intended despite the soft cannula being stretched. It could not be determined when or how this damage occurred.